Event description:
On (B)(6) 2013, customer states via phone that during a cysto the fluoro monitor was blank. The physician was able to complete the procedure without fluoro. No patient details are available. No patient injury.

Manufacturer narrative:
Customer called covidien service reporting that the fluoro monitor was blank during a procedure. Customer called back saying they had pushed a wrong button, that the system was working and cancelled service call. On the following day, product monitoring contacted customer who said that they had corrected the video distribution box settings after the case was over. Apparently it was at that time customer discovered their error.